Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer declined to provide additional information regarding the issue to tandem technical support. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.